Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the screw inserter won't connect to the tfna lag screw correctly. The blade/screw guide sleeve is bent so the lag screw won¿t go through correctly. No patient was involved. This complaint involves three (3) devices. This report is for (1) blade/screw guide sleeve. This is report 2 of 3 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 03.037.017. Lot # l629393. Manufacturing site: bettlach. Release to warehouse date: 26. Oct. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the blade/screw guide sleeve (p/n: 03.037.017, lot number: l692393) was received at us customer quality (cq). Visual inspection of the complaint device showed no damage. The red epoxy marking was missing from the proximal end. The 11.12mm gauge pin was able to slide smoothly through the entire device. Device failure/defect identified? No. Dimensional inspection: shaft ID = conforming. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as no damage is observed and the device conforms to dimensions. However, one of the color markings is missing. The missing epoxy was investigated under a CAPA. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on the investigation findings, it has been determined that no new corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.